Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device confirmed that the wash probe would produce the 4337 wash y positioning overrun error when it went to the incubator position. Fse cleaned dust from both y sensors, and adjusted one of the y sensors. Fse was subsequently able to run quality control (qc) without issue. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The 4337 wash y positioning overrun error. The aia-900 service manual revision b, chapter 8- troubleshooting - error messages was reviewed. The aia-900 service manual revision b, chapter 8 indicates that the 4337 wash y positioning overrun error message is generated when the home sensor s135 is activated prior to a point corresponding to 40 pulses before the end of the distance through which the incubator is supposed to move. The measurement will be interrupted. The operator is instructed to contact the service department and check s135 and pm134 for possible malfunction. The most probable cause of the reported event was due to dirty y wash sensors and y sensor being out of adjustment.

Event description:
It was reported that the customer received "4337 wash y positioning overrun error" with their aia-900 analyzer. Technical support (ts) instructed the customer to perform a wash prime and run one patient sample. This worked initially; however, customer stated that the error reoccurred when the device began washing. The customer was unable to run estradiol (e2), progesterone ii (progii), prolactin (prl), follicle-stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, progii, prl, fsh, and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.